Event description:
The hospital staff performed a pre-use check on c1 and found that the tightness test on c1 occasionally failed. After several tightness tests, the tightness test became ok, so he continued to use c1. This occurred so often that he began to suspect an abnormality in c1. He claims that the phenomenon occurred even after replacing the expiratory valve set and breathing circuit set. What could be the cause?

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction "tightness test fails" can lead to a delay in the therapy, cause serious injury or death since the ventilator cannot be used. Another ventilator must be made available. The root cause of the ventilator was a malfunction of the check valve assembly. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.